Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt mentioned their ins was replaced in the past(pt did not know event date) because of normal battery depletion in addition to the "ins being damaged due to domestic violence." Pt said they got the ins replaced several years after their previous ins had reached end of service. Patient services specialist documenting reported event. During a call, pt said, prior to the ins being replaced, pt could always tell when boarder patrol was within one mile of the pt's house because the pt got overstimulated. Pt described an event in which the pt was going through a checkpoint with a "radio device." Pt said they turnedon the radio device and the pt's legs shook like crazy even though the pt's therapy had not worked in a year or so. Pt said they had almost threw up and the pt had to tell the checkpoint authorities to turn the radio device off. Pt said every time boarder security would get close to their house their legs would start vibrating painfully. Patient services specialist documenting reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.